Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to the service department of olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, omsc considered that there was possibility that this phenomenon was attributed to the part of at the tip of the cleaning brush breaking and falling off while using the cleaning brush. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the foreign object (a part of at the tip of the cleaning brush) was clogged inside the channel of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.